Event description:
Report of explant of device due to "tibial lead removed due to infection" received per annual device tracking report. Follow up with hcp revealed "this infection occurred long (>3 years) after implantation. The infection was caused by the pt's anchor and wire creating a subcutaneous prominence that led to an ulcer." The pt eventually returned with an infection with explant in 2000. (Device tracking report and follow up report differ on exact date.) The symptoms included fever, redness, swelling, and drainage. The primary location of the infection was the lead track. A culture of the lead was obtained and was positive for staph. The pt was treated with IV antibiotics and explant of the lead. The infection resolved and a replacement is planned for the summer.